Manufacturer narrative:
For regularization - retrospective review / FDA request. This batch of screws presents no manufacturing defect. Everything conforms to specifications. Based on the manufacturing process records for this batch of compositcp screws, the source of the defect cannot be attributed to the manufacturing conditions. Screw inspection revealed a rupture combining both torsional stress and perforation at the base of the screwdriver recess mark. In the absence of several elements regarding the circumstances surrounding this screw rupture, the hypotheses that could explain said rupture include the following: the surgeon probably applied a pushing force on the screwdriver in addition to screwing. The screw being only moderately driven by the screwdriver at the entry cone portion of the screw rendered this area more vulnerable to torsional stress. The combined forces of screwing and compression exerted on the screw tip which was only partially inserted in the tunnel caused the screw to rupture. The screw was not perfectly introduced along the tunnel axis. The screw entry cone was jammed against the cortical bone, and continued screwing deformed the cylindrical portion of the screw which was driven by the screwdriver, causing torsional stress at the junction point where the guide pin guiding area meets the screw recess. The tip of the screw being jammed, the torsional stress was greater than the yield point of duosorb, which caused the screw to rupture. In order to limit the risk of encountering this type of defect, it is preferable to tap the cortical bone and to absolutely avoid exerting a pushing force on the screw with the screwdriver. Tapping improves adhesion to the thread and penetration through the cortical bone, and shapes the graft, which limits the risk of damage.

Event description:
Fnc (B)(4) - for regularization - retrospective review / FDA request. "During the implantation, the screw disintegrated. The doctor used another screw to complete the procedure. No delay in the procedure reported. It is unknown if the patient retained a foreign body. Currently, it is unknown if the product will be returned for evaluation.".